Manufacturer narrative:
Siemens completed the investigation for an elevated result on the atellica im high sensitivity troponin I (tnih) assay with reagent lot 107 relative to a non-siemens alternate method and patient clinical picture (normal angiogram). The provided information was reviewed. The event was a single occurrence. Quality control was in range. There is no sample remaining for further investigation. Values obtained with different assay methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The limitations section of the instructions for use (IFU) states: "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Clinical performance section of the IFU states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." A product problem was not identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Siemens filed initial MDR 1219913-2024-00434 on 14-oct-2024.

Manufacturer narrative:
The customer reported elevated atellica im high sensitivity troponin I (tnih) result for a patient. Upon retesting, result remained elevated (> reference range). The patient underwent angiogram, which showed no ami. When the same sample was tested with a non-siemens method the result was lower (< reference range) and considered correct. There are no allegations of adverse health consequences due to the event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reported elevated atellica im high sensitivity troponin I (tnih) result for a patient. Upon retesting, result remained elevated (> reference range). The patient underwent angiogram, which showed no ami. When the same sample was tested with a non-siemens method the result was lower (< reference range) and considered correct. There are no allegations of adverse health consequences due to the event.